Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was attempted to be implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the patient was being treated for a n7a stenosis within the biliary duct. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the stent could not be deployed. The device was removed from the patient and another wallstent biliary endoprostheses was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that inner shaft was broken, the stent cup was torn, and the stent wires were uncrossed and damaged, this is now a reportable event.

Manufacturer narrative:
Patient is over 18 years old. For the evaluation findings of stent damage. For the evaluation findings of inner shaft break. For the evaluation findings of stent cup torn. A visual examination of the returned device noted that the t-bar connector had been moved forward onto the inner shaft by approximately 50mm. The distal tip of the device was pulled into the outer sheath by approximately 80mm. An examination of the outer sheath noted scratch marks inside the clear section just proximal to the proximal end of the stent. It was noted that the inner shaft was broken just distal to the stainless steel shaft. Functionally, it was not possible to retract the outer sheath to deploy the stent. The clear section of outer sheath was dissected proximally as far as the distal tip. The distal tip was subsequently removed, to distally deploy the stent. A visual analysis of the deployed stent noted that some of the proximal stent wires were uncrossed and damaged. An examination of the stent holder found no anomalies. An examination of the stent cup noted that it was torn/damaged and free moving along the inner shaft. Several kinks were noted along the inner shaft for a distance of 140mm distal to the proximal end. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. From the information available, this device may not have been used per the directions for use (dfu) / product label. An analysis of the returned device found that the t-bar connector was moved forward off the stainless steel shaft. The dfu provides the following instruction on deployment, "the exterior tube is easily retracted by immobilizing the stainless steel tube in one hand, grasping the valve body with the other hand, and gently sliding the valve body along the stainless steel tube. Retraction of the exterior tube permits the open end of the exterior tube to release the stent from constrainment." Based on the evaluation conducted and the details of the complaint, it is probable that user/use error contributed to this event.